Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (9mg/ml, 0.9639mg/day) via implanted infusion pump. It was reported that on (B)(6) 2026, the patient presented to the emergency department due to increased pain. A motor stall condition was identified during pump interrogation. The patient was monitored for 24 hours as the event was considered potentially related to temporary device error or the presence of air within the pump system. On (B)(6) 2026, the motor stall condition remained present. The implanted pump was replaced on (B)(6) 2026. Following pump replacement, the issue was resolved and therapy was restored. No additional patient injury was reported. No environmental, external, or patient-related factors were reported. The pump reservoir contained morphine at a concentration of 9.0 mg/ml, which is higher than the commonly used concentration of 5.0 mg/ml. While a potential contribution of drug concentration to the motor stall event cannot be excluded, no definitive causal relationship has been established. The patient had been receiving morphine at a concentration of 15 mg/ml prior to the event. No environmental, external, or patient-related contributing factors were reported. The patient's age and medical history were asked, but unknown. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.